Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of motor disconnect alarms was able to be confirmed. The centrimag motor (serial number: (B)(6) was returned for analysis and was evaluated and tested. The motor was connected to a calibrated test centrimag system and upon turning the system on, a ¿motor disconnect: m2¿ alarm was active. The motor cable was manipulated, and the alarm remained active. The motor cable then underwent resistance testing. An open lead was found on the b1+/- line. The motor cable lemo connector was opened, and gray wire (position 16: input current of drive phase b1) was found to not be properly soldered to the lemo connector. The root cause for the reported event was conclusively determined to be due to an improper solder connection at the motor lemo connector. A previous manufacturing task investigated this issue and resulted in opening a non-issuance scar to inform the supplier. This motor was manufactured prior to the initiation of the scar. The device history records were reviewed for the centrimag motor (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including m2 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor was not recognized by console. The issue occurred on multiple consoles.